Event description:
As reported, the shaft of a 6/7f mynx control vascular closure device (vcd) was torn or damaged at the polyethylene glycol (peg) component during insertion into the unknown sheath. A second 6/7f mynx control vcd was opened and inserted; however, the same problem occurred. A third device was then opened and used successfully. There was no reported patient injury. The physician was in training and was assisted during the application by a sales representative. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The devices will be returned for evaluation. Addendum: pe findings present the sealant exposed for complaint 1.

Manufacturer narrative:
As reported, the shaft of a 6f/7f mynx control vascular closure device (vcd) was torn/damaged at the polyethylene glycol (peg) component during insertion into the unknown sheath. A second 6f/7f mynx control vcd was opened and inserted; however, the same problem occurred. A third device was then opened and used successfully. There was no reported patient injury. The physician was in training and was assisted during the application by a sales representative. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. (B)(4): one non-sterile 6f/7f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was exposed but still mounted on the unit delivery shaft. Regarding the condition of the sealant sleeves, a severely frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. A dimensional analysis of the slit of the sealant sleeves could not be executed due to the severely frayed/split/torn condition of the sealant sleeves. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon respectively. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. Verification of compatibility with the sheath per the device instructions for use (IFU) could not be completed, as no csi was received. Furthermore, the attempt to perform the insertion/withdrawal test using a lab sample was unsuccessful due to the severely frayed/split/torn condition of the sealant sleeves. (B)(4): one non-sterile 6f/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, with no syringe returned for this evaluation. The sealant was present in its manufactured position, fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit length could not be executed due to the frayed/split/torn condition of the sealant sleeves. A functional analysis was attempted to evaluate the insertion and withdrawal into a csi through the device. As no csi was returned, a 6f cordis lab sample introducer was intended to be used for the simulation. However, the evaluation could not be completed due to the frayed/split/torn condition observed on the sealant sleeves, which prevented proper insertion into the sheath with the cartridge assembly. The reported events of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ were observed through analysis of the returned devices. Additionally, a condition was noted with the first returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issues experienced. However, procedural/handling factors (such as using excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant for one of the devices. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures observed could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.